Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available.

Event description:
Doctor reported implant fracture, which was integrated and loaded.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. Implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, blood and bone with damage and fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions were noted on the per are bruxism. The reported device was located on tooth 25 and was used for approximately 8 years. X-ray images were provided. Fracture implant can be seen. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - (B)(6) 2021 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2011080209). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2011080209) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.